Event description:
Complainant alleged that during a routine shift check by a clinician,the device displayed a red "x" and the display was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.